Event description:
It was reported the patient implanted with an implantable cardiac defibrillator in the shock-less study died. On or shortly around the day of death, there was a lead integrity alert. In addition, it was reported that the patient received nine inappropriate shocks due to oversensing due to lead noise, however, the time frame in which this occurred is not known at this time. A cause of death and the circumstances surrounding the death have been requested and not received.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.